Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('expulsion of right essure coil') and pregnancy with contraceptive device ('pregnant despite having essure procedure/06 week intrauterine pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "never had the hsg" and device ineffective "device ineffective". The patient's medical history included endometriosis on (B)(6) 2014, neurotic depression on (B)(6) 2014, diverticulitis in (B)(6) 2013, gravida ii, parity 3, ovulation pain and cholecystectomy. (B)(6) 2014- surgical pathology final report uterus, cervix, bilateral tubes and ovaries: endometrium with disordered proliferative endometrium adenomyosis. Adenomyoma. Cervix with mild chronic cervicitis. Ovaries with hemorrhagic corpus luteal cyst. Benign fallopian tube segments. Negative for atypia or malignancy. Concurrent conditions included amenorrhea, lyme disease, nausea, headache, urinary frequency, hyperplasia endometrial, adenomyosis, adenomyoma, chronic cervicitis, bleed in luteal cyst and abdominal pain. Concomitant products included chondroitin;glucosamine (flex ability), duloxetine hydrochloride (cymbalta), ethinylestradiol;norethisterone acetate (loestrin), oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, pregnancy with contraceptive device and pelvic pain outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered device expulsion, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: insertion details- both tubal ostia were visualized, left ostium 0 coils were seen to extend beyond the 05; and right ostium 0 coils were seen to extend beyond the 05 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, device expulsion incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain for 2 years, worsening in the past 2 months (as per examination on (B)(6) 2014)'), uterine perforation ('apparent perforation during insertion, told her to wait 3 months to let that heal') and pregnancy with contraceptive device ('pregnant despite having essure procedure/06 week intrauterine pregnancy') in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "never had the hysterosalpingogram". The patient's medical history included neurotic depression on (B)(6) 2014, diverticulitis (recent CT check negative (as per records of (B)(6) 2014)) in (B)(6) 2013, multigravida, parity 3, endometriosis (as per medical records of (B)(6) 2010 and (B)(6) 2010; diagnosed via laparoscopy in (B)(6) at age 19 or 20), ovulation pain and cholecystectomy. Concurrent conditions included amenorrhea, lyme disease, nausea, headache, urinary frequency, hyperplasia endometrial, adenomyosis, adenomyoma, chronic cervicitis, bleed in luteal cyst and abdominal pain. Concomitant products included aripiprazole (abilify), duloxetine hydrochloride (cymbalta), ethinylestradiol;norethisterone acetate (loestrin), oxycodone and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. It was removed on (B)(6) 2010. A new essure was inserted on (B)(6) 2010. On (B)(6) 2010, the patient experienced uterine perforation (seriousness criterion medically significant) and complication of device insertion ("first insertion attempt failed"). In (B)(6) , the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced device expulsion ("expulsion of right essure coil"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and device expulsion outcome was unknown and the uterine perforation, pregnancy with contraceptive device and complication of device insertion had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 3. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as therapeutic abortion. The reporter considered complication of device insertion, device expulsion, pelvic pain, pregnancy with contraceptive device and uterine perforation to be related to essure. The reporter commented: reason for explant: pelvic pain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2014: abdomen and pelvis unremarkable, but essure device not in right tube (apparently underwent expulsion, explaining her subsequent pregnancy), left device in left fallopian tube. Hysteroscopy - on (B)(6) 2010: endometrium too fluffy, ostia not visible. Pathology test - on (B)(6) 2014: surgical pathology final report - uterus, cervix, bilateral tubes and ovaries: endometrium with disordered proliferative endometrium, adenomyosis, adenomyoma, cervix with mild chronic cervicitis, ovaries with hemorrhagic corpus luteal cyst, benign fallopian tube segments, negative for atypia or malignancy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.